Event description:
(B)(4). The metal shaft which the blisters are attached to is very thin and sharp, there is no protection on the end of it. When inserting the brush in between my teeth the entire shaft bent and the tip stabbed into my gum which caused a serious gum infection. Injury, seen by medical professional. The product was damaged before the incident. The product was modified before the incident.